Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions for evaluation. It was reported the device was discarded by the facility. As the device was not returned to stryker sustainability solutions, evaluation was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are user attempts to cut staples or clips, non-soft tissue or excessive amount of tissue. The instructions for use (IFU) state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the laparoscopic device was dull. The instrument was replaced with another reprocessed device without incident. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.